Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer reported that air had not been removed from the cartridge during the loading step. Tandem technical support assisted the customer with changing the cartridge. After loading the cartridge, the customer delivered a bolus of insulin.